Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: investigation summary: according to the information received that "it was reported that upon trying to seat the pressfit patella while tightening the pressfit patella clamp, the t-handle sheared off. The clamp then remained on with no way to remove. A vise grip pliers was used to latch onto the threaded portion and back it off for removal.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿254511041, att patella clamp por¿ has broken. The fracture characteristics are consistent with torsional overload from over tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. Per the attune fixed bearing porous knee, per the surgical technique, the surgeon is instructed to use one hand to position the clamp centralized over the implant and in the correct alignment, while using the other hand to slowly rotate the t-handle clockwise while observing uniform seating of the implant until full seating is achieved. Full seating is achieved when the metal surface is in direct contact with the bone, however, when the patella is fully seated, there may be a slight gap between the polyethylene back and the surface of the bone which is acceptable. Using two hands or excessive torque may indicate an issue with the bone preparation or seating alignment and could cause damage to the instrument (as observed with the returned broken t-handle) or bone. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the att patella clamp por would contribute to the complained device issue. Based on the investigation findings, att patella clamp por was broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon trying to seat the pressfit patella while tightening the pressfit patella clamp, the t-handle sheared off. The clamp then remained on with no way to remove. A vise grip pliers was used to latch onto the threaded portion and back it off for removal. Activity level - yes.